Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a right hip replacement surgery was performed on 2009, the patient experienced metallosis, osteolysis, discomfort in hip joint, pain, headaches, and anxiety. This adverse event was solved with a revision surgery on (B)(6) 2021. During the procedure, the femoral component was noticed to be too small for the size of the cup and a significant amount of osteolysis was present behind the acetabular component. The stem was stable and with no signs of osteolysis. The patient tolerated the procedure well and was transferred to recovery.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patient¿s right hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical information was reviewed. With the information provided the clinical root cause of the reported metallosis, osteolysis, discomfort in the hip joint, pain, headaches, and anxiety cannot be confirmed. However, the surgical findings that the femoral head was noted to be approximately 3 mm too small for the size of the liner of the acetabular shell cannot be ruled out as a contributing factor to the reported events/ clinical reactions but this statement cannot be confirmed based on the provided information as the implant product information was not available so its unknown if this is implicating a user installation error with the head selection. It cannot be concluded the reported events/ clinical reactions were associated with a malperformance of the implant. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.